Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown (2.7 mm or 3.5 mm locking compression plate) /unknown quantity/unknown lot. (B)(4) outside orthopaedic surgeon removing the plate. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article zbeda, r; et al. Tension band plating for chronic anterior tibial stress fractures in high-performance athletes. (2015). The american journal of sports medicine, vol. Xx, no. X, pp: 1-7 the purpose of this retrospective study from 2001 to 2013 was to review patients with anterior tibial stress fractures treated with tension band plating; 13 chronic anterior tibial stress fractures in 12 high-level athletes treated with this method. Out of 12 patients (9 were female and 3 were male). Average age at time of surgery was 23.6 years (range, 20-32 years). The average length of follow-up was 28.9 months (range, 6-127.3 months). This is report 9 of 9 for (B)(4). This report is for an unknown 2.7 mm or 3.5 mm locking compression plate and refers to one patient did not return to competition and remained symptomatic despite complete fracture union. A seroma was drained from around the plate, and once infection was ruled out, a melisa (memory lymphocyte immunostimulation assay) test confirmed a nickel allergy. An outside orthopaedic surgeon removed the plate.